Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming low battery. It was reported the batteries were changed the day before this event and a check of the batteries indicated they were fully charged. No adverse patient effects were reported. No additional information is available at this time.